Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char of detritus; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits signs of contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the aiming beam fired straight out of the fiber @ 77,948 joules (forward firing). The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4).